Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump case clip broke causing the pump to fall and pulling out infusion sets. There was no reported impact to the customer's blood glucose level. Reportedly, a new infusion set was applied and insulin delivery was resumed.